Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was found to be broken approximately 24 inches from the end of the fiber tip. The procedure was completed with a second fiber. There were no patient complications.